Event description:
The user facility reported that during a therapeutic colonoscopy, the video image became totally black resulting in total loss of visualization. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of dark or black image. The endoscope was tested for more than four hours without any image difficulty observed. There was corrosion noted in the electrical connector that could have caused or contributed to the user's experience. The corrosion was secondary to fluid invasion. The fluid penetrated the scope through the electrical connector mouthpiece during leak testing or reprocessing, as the endoscope passed leakage test. This phenomenon was attributed to fluid invasion, which is due to user handling. This report is being filed as an MDR in an abundance of caution.